Manufacturer narrative:
A customer contacted resmed to request assistance troubleshooting a patient's astral device that was not charging the internal battery even though it was plugged in to the main power supply. A resmed astral support representative went through the troubleshooting steps with the customer and found that the reported fault was due to an incorrect power connection. Per the customer, the battery charged overnight and the device operated per specification after the power supply was correctly plugged in. The device was not returned to resmed for evaluation. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.